Event description:
It was reported that during a lap roux-en-y, the trocar was leaking around the seal cap through the camera port. The pneumo could not be maintained. Another device was used to complete the procedure. The procedure was prolonged by 5-10 minutes due to the event. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.